Manufacturer narrative:
It was reported that after around 5 months of stent placement, stent in-growth was found. It is hard to review suspected device's DHR because the serial no. Was not checked. Biliary structure where stent was implanted is narrow and curvy. It is possible that the stent could be pressed and stent in-growth could occur by state of patient's lesion. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, information such as photo was not provided, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "ingrowth occurred porta hepatis and left hepatic duct", it is assumed the in-growth/over-growth occurred due to patient's lesion condition, peristalsis, foreign substances and other factors complexly as the stent was pressed. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: tumor in-growth, tumor over-growth". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
(B)(6) 2024 another stent (bd01008) was placed at the stenosis of the middle-lower common bile duct so that the stent tip was protruding from the papilla. (B)(6) 2025 the physician found ingrowth occurred at another stent placement site because a routine checkup revealed symptoms of jaundice. Additional stent (bsd1008fw) was deployed along the first stent (bd01008). (B)(6) 2026. The procedure was to place the third stent because ingrowth occurred porta hepatis and left hepatic duct. The physician advanced gw to b2 portion of hepatis and inserted the delivery system along gw. The physician attempted to deploy the stent but encountered very strong resistance and the outer sheath of the delivery system was detached, resulted in deployment failure. Another stent was used to finish the procedure. There were no patient complications as a result of this event. This case is linked to a previous reported case (MDR registration number: 3003902943-2026-00005). This in-growth case being reported was used on a stent that was previously reported for another case.